Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target lesion was located in the medial right upper lobe abutting the mediastinum and 11 millimeters in size. The procedure was completed as planned with no delays. The patient was asymptomatic. The pneumothorax was discovered after the procedure, and a chest tube was placed to resolve the issue. The patient was admitted for 36 hours, then the chest tube was removed, and the patient was discharged home. The physician reported that the pneumothorax was not ion related, but rather an anticipated complication of the procedure as the location of the target lesion was very high risk. Further, the physician believed that the pneumothorax would have likely happened with any other modality, but also stated that there is no other modality available that would have been able to sample the lesion. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.